Event description:
Customer reported issues with the device a screen imperfection with a line in one of the pixels. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting assistance.